Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This is an addendum to the initial emdr to document the allegation against the ventralex (device 2). This file reflects the composix e/x (device 1). An additional emdr will be sent for device 2. Based on the information as alleged the date of implant for the bard/davol device is unclear.

Event description:
Per legal complaint: on (B)(6) 2011 and (B)(6) 2014 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix e/x (device 1) or ventralex. The patient is making a claim for an adverse patient outcome against the composix e/x (device 1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum: content is missing from the short form legal claim provided. Based on the content it appears that the attorney may have intended to identify a claim against both implants composix e/x (device 1) and ventralex (device 2).

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: device not returned.

Event description:
Per legal complaint: (B)(6) 2011 and (B)(6) 2014 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix e/x (device 1) or ventralex. The patient is making a claim for an adverse patient outcome against the composix e/x (device 1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."